Event description:
A caller reported an alarm identified as alarm 01, attributed to a verified crack in the original cartridge, potentially due to air leaks. There was no adverse impact on the customer's blood glucose level. The caller was advised to load a new cartridge, and they successfully resumed insulin delivery after doing so.